Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 145 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was unknown. Threshold/low suspend limit in sensor settings was unknown. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device was expected to be returned for analysis.